Event description:
A report was received that the patient was having an explant procedure due to an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had not had an explant and that there was nothing on the schedule for the patient to have an explant.

Manufacturer narrative:
.

Event description:
A report was received that the patient was having an explant procedure due to an unknown reason.